Event description:
As reported from Taiwan by our Edwards Lifesciences affiliate, it was a case of an implant of a 23mm SAPIEN 3 Ultra valve by right transfemoral approach. During the procedure, slight resistance was felt when introducing the 14Fr eSheath+ into the patient. When inserting the Commander delivery system with the valve through eSheath+, the valve and delivery system became stuck in the iliac and could not be advanced. Consequently, the system was removed, and it was observed that the valve stent had punctured the eSheath+.A percutaneous transluminal angioplasty (PTA) was performed, and a new system was used. The patient did not experience any vascular injury and was in a stable condition.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number: (b)(4) .Investigation is ongoing.